Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height drawer 2 not detected on the bus and unable to recover storage space. A field service engineer replaced the module controller board, retractor band and drawer controller board to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all cubies popping up when drawer opened. User only want to access one cubie, but when drawer opens, all the cubies popped out. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.